Event description:
On (B)(6), 2010, a respiratory therapist reports inomax ds device (B)(4) had fluctuating nitric oxide (no) readings. The device was not on a patient and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and is schedule to be returned to the company for investigation.

Manufacturer narrative:
On (B)(4), 2010, a respiratory therapist reports inomax ds device (B)(4) had fluctuating nitric oxide (no) readings. Eval summary: the device service logs confirmed the root cause involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored (no) readings. The internal ribbon cable was replaced and it was confirmed the monitored fluctuating monitored no readings stopped and were corrected. It is important to note that the monitored no level would be fluctuating in the this case and not the actual no delivered.